Event description:
Patient has been on v a c therapy for several months. The patient was admitted into the hospital due to a fever in approximately june 2005. When the wound was examined, the surgeon found a piece of granufoam dressing in the wound. The fever resolved and the patient had continued on v.a.c therapy.